Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. In this case, it is possible that interaction between the device and the patient's severely calcified, and severely tortuous lesion contributed to the difficulty in advancing the device, resulting in the reported balloon material rupture and subsequent stent dislodgement. However, because the device was not returned for analysis, this cannot be confirmed. Additionally, a vascular incision was made, and the dislodged stent was removed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
The nmpa report number is (B)(4). It was reported the procedure was to treat a severely calcified and tortuous lesion in the left anterior descending artery. The 2.50x23mm rx xience alpine stent delivery system (sds) was advanced to the target lesion with resistance noted due to the anatomy. With the aid of an extended support catheter, the sds advanced to the target lesion however during inflation the balloon ruptured. During removal the stent dislodged from the balloon and migrated to the radial artery below the elbow. A vascular incision was made and the dislodged stent was removed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.